Manufacturer narrative:
During inspection and testing of the returned device, service also found that the suction volume was insufficient. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer report that when preparing the subject device for use, there was no air/water flow through the device. There was no patient or user injury reported due to the issue. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the air/water channel was clogged with foreign material. This report is being submitted for the foreign material. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, when the device was reprocessed in accordance with instructions for use (IFU), the material was removed from the nozzle. The following is included in the IFU: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "flush the air/water channel with water and air". "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.